Event description:
While the first biorci screw was being inserted into the tunnel the distal tip broke off. The top of the screw was removed and the distal tip remained in the tunnel. A second screw was inserted into the same tunnel and fastened successfully. However, after insertion the drive could not be disengaged from the second screw and therefore the screw had to be withdrawn from the tunnel. There was a 30 minute delay reported and the surgeon elected to use another type of screw to complete the procedure. There was no damage to the acl graft reported.